Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a handpiece released white particles during surgeries and there have been some instances of tass (toxic anterior segment syndrome). Additional information has been requested but none has been received to date. Additional information was requested.